Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During preparation the pump was unable to prime for implant. Troubleshooting was attempted, however the issue remained. The procedure was aborted due to the priming failure. There was no patient involvement at the time of the failure. Survival outcome at explant noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was discarded by the customer and no clinical information was provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.